Event description:
Event description cpi received information that a patient with an implantable pulse generator (ipg) and a sweet tip bipolar lead (4269) has shown intermittant loss of ventricular capture.